Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred frequently between on (B)(6) 2026. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient began experiencing intermittent brief sensor issue alerts. On (B)(6) 2026, around 11pm, the patient experienced another brief sensor error alert. The patient¿s last known cgm value was 147 mg/dl. The patient also tested her bg meter reading which was 140 mg/dl at this time. Around 130am, the patient was still receiving brief sensor issue alerts, the patient asked her son to check in on her periodically. Around 3am, the patient¿s son found the patient unconscious and sweaty. The cgm was in brief sensor issue state and her bg meter reading was low mg/dl. The patient¿s son attempted to treat the patient with orange juice but she was unable to drink it. He then treated the patient with glucose gel. The patient regained consciousness around 515am. At follow-up bg meter reading at 545am was 123 mg/dl and the patient was feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.